Event description:
The customer reported that the insulin pump alarmed without pressing any button. Troubleshooting was performed. The customer stated that the device was dropped in the toilet yesterday and then the insulin pump started alarming. Moisture around the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.